Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply worked intermittently as the light did not power on and the device did not beep. When the device was turned on its side, it worked properly. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined no nonconformities with the device. The returned power supply and extension cable were tested with a reference hemopro 1. The power supply passed the pre-cautery test; the reference devices produced steam and heat during several activations. The led power-on indicator was on and the device would beep when it was activated. The output voltage was within specifications (B)(4). Based upon these findings, the reported complaint was not confirmed. (B)(4).